Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other graftmaster rx device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was performed to treat a wire perforation in the left anterior descending artery. A 2.8x19mm graftmaster rx covered stent system (css) failed to cross due to resistance with the anatomy. An attempt to cross a 2.8x16mm graftmaster rx css was made, but this too failed due to resistance with the anatomy. Long inflation with a non-abbott balloon was used to successfully treat the perforation. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.